Event description:
A (B)(6) male pt contacted zoll customer support to report that he was unable to connect his electrode belt to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon investigation, two of the trunk cable connector pins were bent. The root cause of the bent connector pins cannot be positively identified, but was likely due to excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event occurred due to the bent pins on the electrode belt. The pt received a replacement electrode belt.